Manufacturer narrative:
(B)(4). Batch # j9297x. The handpiece was received attached to a harh45. The nose cone was cracked and the mount was noted to be loose. The harh45 was forcibly removed from the handpiece. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive and the isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before placing the instrument into the patient, it was found that the instrument could not be separated from the hand piece. The procedure was completed using like devices. There was no patient consequence.